Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. It was reported that prior to explantation, the patient experienced non-auditory sensations. This report is submitted february 13, 2017.

Manufacturer narrative:
This report is filed on may 15, 2017.

Manufacturer narrative:
Device remains implanted.

Event description:
Per the clinic, the patient experienced intermittencies and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the cochlear implant was evaluated on february 5, 2016, using the integrity test system. The results indicated neither evidence of malfunction of the receiver/stimulator nor electrode faults. Clinical management of the patient is ongoing. The implanted device remains. This report is filed february 15, 2016.